Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had issues with the sensor discrepancies. The customer also reported that they had experienced a low blood glucose level of 44 mg/dl. The customer treated the low blood glucose and got it to come up to 87 mg/dl. They had calibrated but received a calibration error. The sensor will be replaced. The device will not be returned for analysis.